Event description:
It was reported that the xience v otw stent delivery system (sds) was positioned at the target lesion in the left main coronary artery. During attempted stent deployment, the balloon would not inflate at all. The sds was removed and the stent was not on the balloon. The dislodged stent was found in the area of the circumflex and left main artery. One-third of the distal end of the stent had opened slightly in the circumflex artery and the stent was partially apposed to the vessel wall. Information on intervention, if any, was not provided and the stent remains in the vessel. Antiplatelet therapy was started. The pt was monitored and was asymptomatic. Afterwards, outside of the anatomy, the balloon was fully inflated without difficulty using the same indeflator. Although requested no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A f/u report will be submitted with all additional relevant information.